Manufacturer narrative:
Investigation completed on a smith medical medfusion 4000 pump. The device was physical examined and found to have right plunger case cracked and contamination was visible on the top case front lower base. The complaint of bgnd test was unable to be validated in the event log, for finding of unable to operate key pad was discovered. When evaluations and tests were completed, the event of bgnd was not confirmed, however it was discovered main board power supply output were below the required accepted values. Actions and repairs were down to replace the main board as a precaution. The keypad was replaced. The summary of repairs as preventive were: replaced interconnect board due to unable to download software version. Replaced power supply due to foreign material contamination particulate. Replaced barrel clamp guide and right plunger case due to cracked. Replaced tapered spring for preventative action. Replaced left plunger case due to cracked screw boss. Cleaned, greased; calibrated device and performed all functional tests which passed. Device passed functional / delivery tests: yes unknown cause of event , the complaint of bgnd was not confirmed and other problems existed.

Event description:
Information received a smiths medical medfusion 4000 pump had system failure : positive supply bgnd test.